Manufacturer narrative:
Exemption number e2015058. (B)(4). The device history records for the returned sam 500p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 500p from heartsine technologies, (B)(4) on 30th june 2015. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the 14th january 2016 and the device was successfully power cycled. The device performed all subsequent weekly auto self-tests up to the 15th january 2017. The device was disassembled to investigate and it was noted that the device was giving prompts in (B)(4). The device language was changed to (B)(4) in order to replicate the condition the device when shipped from heartsine. The language change was successful and all voice prompts were given as expected. This would suggest an unsuccessful attempt was made to change the language. This may have been caused by a problem with the user's pc or the usb may have been disconnected prematurely during the process samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved device makes an unusual noise when switched on and does not prompt adult patient